Event description:
The pt reports experiencing a loss of sound with the device. External equipment was exchanged and reprogramming was attempted; however, the problem has not been resolved. The pt's device was explanted and re-implanted with another advanced bionics device.